Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred into the sheath. The balloon catheter was removed without resolve. The sheath was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.